Event description:
It was reported that customer experienced difficulty pressing pump quick bolus/wake button, which often required multiple presses to turn on pump screen, even after removing pump from case and following handling instructions. There was no reported impact to the customer¿s blood glucose level. Customer was instructed on proper button-press technique, removed pump from case as advised, and then received replacement pump under warranty, with original device scheduled for return and no further information expected.